Manufacturer narrative:
The ventricular lead was in use for treatment. This lead was actively implanted for approximately 10 years, 4 months. The lead was capped (taken out of service) and was not returned for analysis. As a result the allegations against the lead (fracture) cannot be confirmed. Potential causes of this failure include: physician uses subclavian venipuncture technique near the subclavian muscle and costoclavicular ligament. Physician cuts off stylet handle and leaves stylet in the lead. Lead is sutured without ligature sleeve. Lead is severely bent, kinked or stretched during procedure. Physician inadvertently damages during pocket closure. Stylet is not advanced to the lead tip during lead introduction. Physician bends the lead after the lead has been anchored. A review of the device history record identified no rejects during manufacture of this lot number. The lead passed all in-process and qa final inspections before shipping to the customer, including mechanical, dimensional and electrical tests. A review of complaints identified no other complaints against this lot number. In addition, an analysis of the risk for this failure mode found the risk remains as low as practicable. The instructions for use (IFU) informs the user of adverse effects: periodic or continued loss of sensing and/or pacing may be seen with lead fracture, dislodgement, cardiac perforation and/or threshold elevation. Possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. IFU cautions: do not tie a suture directly to the lead body, avoid crimping or sharply bending the lead, do not grip lead with surgical instruments, use extreme care to not damage lead insulation during pocket closure. IFU important notes: use care when inserting stylet in the lead. Use only approved stylets for safety reasons.

Event description:
It was reported that this ventricular lead was capped due to fracture. There were no subsequent device or clinical adverse events reported.